Event description:
A malfunction alarm, identified as malf 0, was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the customer with resetting the pump, and confirmed that the malfunction did not recur. As a result, the customer was able to continue using the pump and was advised to call back if the issue reoccurred.